Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present screwdriver was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is possible that the screwdriver was not completely inserted into the recess of the locking cap and caused the breakage of the tip. No product fault could be detected. The investigation determined this complaint to be indeterminate. (B)(6).

Event description:
The tip of the screwdriver broke off during surgery. The broken part was able to be removed from the locking cap with no effect to the patient. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)